Event description:
It was reported that the device was offsetting, which caused the patient's pressure reading to go up. Customer also reported that the offset disappeared after zeroing, but would come back shortly after. The report states that there were no patient injury.

Manufacturer narrative:
Evaluation of the device reported that the dpt did not sense pressure accurately. Pressure drifted at the baseline. Pressure reading was also 5mmhg higher than actual applied pressure. Pressure drifted about 5mmhg after 10 min. It was reported that the impedance were within specifications; however, the sensor was not within specifications.